Event description:
The hospital reported an error resulting in a system shutdown during a case. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The cause of the reported event could not be determined. The carrier board and display cable were replaced. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.